Event description:
This is a report of a patient who experienced a high drain alarm while on the homechoice (hc) during their initial drain. The high drain alarm is indicative that the patient drained greater than 200% of the maximum prescribed cycle fill volume. This event met increased intra-peritoneal volume (iipv) criteria. A swap was not performed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition. A device history record review identified a pneumatic test failure. The machine was reworked and passed all subsequent testing. As the machine was not returned, a complete analysis could not be completed, and the cause of the event was undetermined. Should relevant additional information become available, a follow-up report will be submitted.